Event description:
It was reported that a pt underwent a breast augmentation/implant procedure on (B)(6) 2010 and topical skin adhesive was used on, underneath and to the side of the breast. The pt developed redness and blistering and oozing of the skin which was noticed on (B)(6) 2010. The pt was given keflex and a wound dressing was applied. The symptoms went away almost immediately.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.